Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported a revision surgery is scheduled due to broken implants. It is not certain the smith & nephew product is the alleged reason for the revision, as there are non-smith & nephew products (plates and screws) that also broke.

Manufacturer narrative:
The associated complaint device was not returned for evaluation.